Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Intermittent failure of the functional test; programmer recalibrated. Lower case is broken.

Event description:
It was reported that during preventive maintenance, the biomedical engineer found that the rate control was inaccurate, unresponsive or slow to respond, and did not track. The epg (external pulse generator) was returned for repair. There was no patient involvement.